Event description:
Having an ortho procedure completed. The tip of the cautery was able to be used for a short time until another tip was obtained. Tip was not kept as it was disposable. Manufactured: 05/2011, and expires: 04/2014.